Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer went to put in a bolus in the bolus wizard and the numbers were scrolling up. Customer stated that it stopped out of the bolus and when she took out the battery, she received a weak battery alarm. Customer cannot clear the alarm. Customer's blood glucose level was 71 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted.the insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.